Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, parity 3, multigravida, caesarean section, miscarriage, smoker (smoking 14 cigarettes/day), cholecystectomy and intervertebral disc herniation surgery. Previously administered products included: iud nos. The patient had a family history of prostate cancer (father), ovarian cancer (2 aunts on father¿s side), lung cancer (uncle on father¿s side with lung can) and larynx cancer (uncle on father¿s side with larynx). Concomitant products included ramipril, bimatoprost, tibolone, glucosamine, condrosan (chondroitin sulfate), betahistine, diazepam, latanoprost and lorazepam. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), amenorrhoea ("amenorrhoea"), abdominal discomfort ("discomfort in the right lower abdomen"), pelvic discomfort ("pelvic discomfort"), vulvovaginal pruritus ("vaginal itching"), hot flush ("hot flushes"), insomnia ("insomnia"), vulvovaginal mycotic infection ("vaginal mycosis"), abdominal distension ("abdominal swelling") and allergy to metals ("she was allergic to nickel"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for amenorrhoea, abdominal discomfort, pelvic discomfort, vulvovaginal pruritus, hot flush, insomnia, vulvovaginal mycotic infection, abdominal distension and allergy to metals were unknown. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, amenorrhoea, hot flush, insomnia, pelvic discomfort, pelvic pain, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: that the patient is still not in good health, receiving treatments and assessing the sequelae suffered. Successful insertion of both implants. Enlarged uterine cavity. Required pressures of 130 to distend the uterine cavity. 3 rings in each tubal ostium. Pelvic pain after removal of the essure devices. Remnants of the device need to be located, intracavitary (endometrial) echogenic images. Possible metaplasia? Remnants of the device with ascus, follow-up with examinations in the lower genital tract. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2007: confirming the correct placement of both implants, so the method is considered effective. The patient can discontinue the additional contraceptive method she was using. On (B)(6) 2020: measuring 52 mm. Linear endometrium with refractive points inside (possible osseous metaplasia/essure?). Adnexa with no findings. No free fluid detected. [Gynaecological examination] (date unknown): vagina and cervix normal with wide ectopia. Normal para uterine areas. Threads not visible. [Pathology test] on (B)(6) 2006: polyp with a maximum diameter of 1 cm. [Ultrasound scan] (dates unknown): uterus anteverted with iud in the cavity, trilaminar endometrium, normal adnexa, regular uterus with symmetrically normal essure inserts, calcified endometrium measuring 7mm. Normal ovaries, no visible adnexal pathology. No free fluid. Cervical cytology. And uterus measures 56 x 32 mm with an endometrial thickness of 4 mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, parity 3, multigravida, caesarean section, miscarriage, smoker (smoking 14 cigarettes/day), cholecystectomy and intervertebral disc herniation surgery. Previously administered products included: iud nos. The patient had a family history of prostate cancer (father), ovarian cancer (2 aunts on father¿s side), lung cancer (uncle on father¿s side with lung can) and larynx cancer (uncle on father¿s side with larynx). Concomitant products included ramipril, bimatoprost, tibolone, glucosamine, condrosan (chondroitin sulfate), betahistine, diazepam, latanoprost and lorazepam. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), amenorrhoea ("amenorrhoea"), a first episode of abdominal discomfort ("discomfort in the right lower abdomen"), pelvic discomfort ("pelvic discomfort"), vulvovaginal pruritus ("vaginal itching"), hot flush ("hot flushes"), insomnia ("insomnia"), vulvovaginal mycotic infection ("vaginal mycosis"), a second episode of abdominal discomfort ("abdominal discomfort"), abdominal distension ("abdominal swelling") and allergy to metals ("she was allergic to nickel"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for amenorrhoea, pelvic discomfort, vulvovaginal pruritus, hot flush, insomnia, vulvovaginal mycotic infection, abdominal distension, allergy to metals and the last episode of abdominal discomfort were unknown. The reporter considered the first episode of abdominal discomfort, the second episode of abdominal discomfort, abdominal distension, allergy to metals, amenorrhoea, hot flush, insomnia, pelvic discomfort, pelvic pain, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: that the patient is still not in good health, receiving treatments and assessing the sequelae suffered. Successful insertion of both implants. Enlarged uterine cavity. Required pressures of 130 to distend the uterine cavity. 3 rings in each tubal ostium. Pelvic pain after removal of the essure devices. Remnants of the device need to be located, intracavitary (endometrial) echogenic images. Possible metaplasia? Remnants of the device with ascus, follow-up with examinations in the lower genital tract. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2007: confirming the correct placement of both implants, so the method is considered effective. The patient can discontinue the additional contraceptive method she was using.; on (B)(6) 2020: measuring 52 mm. Linear endometrium with refractive points inside (possible osseous metaplasia/essure?). Adnexa with no findings. No free fluid detected. [Gynaecological examination] (date unknown): vagina and cervix normal with wide ectopia. Normal para uterine areas. Threads not visible. [Pathology test] on (B)(6) 2006: polyp with a maximum diameter of 1 cm. [Ultrasound scan] (dates unknown): uterus anteverted with iud in the cavity, trilaminar endometrium, normal adnexa, regular uterus with symmetrically normal essure inserts, calcified endometrium measuring 7mm. Normal ovaries, no visible adnexal pathology. No free fluid. Cervical cytology. And uterus measures 56 x 32 mm with an endometrial thickness of 4 mm quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: event injury nos replaced with event pelvic pain. New events abdominal discomfort, abdominal distension, allergy to metals, amenorrhea, hot flush, insomnia, pelvic discomfort, pelvic pain, vulvovaginal mycotic infection and vulvovaginal prurituscase became serious incident. Lab data, medical history added. Reporter causality comment added. Product, patient reporter information updated. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.